Event description:
When unclamping foley catheter on patient with mytomycin bladder instillation, the drainage bag tubing had a hole in it, which allowed the mytomycin to drain onto the patient's left leg and linens. Purple port plug was missing upon inspection of tubing. This event resulted in a chemotherapy exposure and spill, but did not cause patient or employee harm.